Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed multiple system alerts, including software runtime error, algorithm state memory corruption, and external flash write error, and a replacement ilet was dispatched while the original unit was requested for return. Symptoms included no effect on blood glucose. Outcomes included no need for medical intervention and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. The investigation revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms, along with a persistent software runtime error that was not resolved by power cycling. These findings indicated faults affecting the controller algorithm and flash memory. Based on the investigation and previously established findings for similar reports, it was concluded that the device experienced a malfunction involving internal hardware and software failure, and the device was subsequently replaced.